Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low alerts stating that her sensor glucose value was 53 and her blood glucose level was 80 mg/dl. Customer saw that she was supposed to clean the transmitter and she never has. Customer stated that she went into a trance on saturday night and she passed out because her blood glucose went down to 26 mg/dl. Customer's husband gave her orange juice to bring her blood glucose up. Customer stated that her sensor glucose value was 60 at the time. Customer stated that before the incident, she went shopping and walked around a lot but didn't compensate for the extra exercise. Customer was at work and her boss was coming soon so she did not have time to troubleshoot.